Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in the meter memory. In addition a device history review (DHR) of meter (B)(4) has been performed. And indicated that the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report. (B)(4).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Pharmacist called on behalf of the customer and reported the customer was receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 109 mg/dl, 41 mg/dl,142 mg/dl, 221 mg/dl, 88 mg/dl, 65 mg/dl and 67 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.